Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since k-wires and pedicle screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeons: for one of the two deviating screws the navigation display already showed the deviating path during screw placement following the k-wire. The final outcome of this surgery was successful as intended, with all placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the placements, also not due to surgery/anesthesia prolong of ca. 30min. There was no (direct or increased) risk to harm a critical structure due to the deviating placements. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the reported deviation by ca. 5mm of the two placements, left and right at vertebra t12, performed with the aid of navigation is: relative movement between the vertebra operated on in relation to where the navigation reference array was placed (left iliac crest) when applying forces to the bone, e.g. During the drillings or k-wire / screw placements, due to a non-rigid connection of the bones (e.g. Tumor at vertebra l1 in between, likely affecting the spine stability). The entire anatomy from the navigation reference array to the bone operated on must be rigid. Vertebra movements relative to the navigation reference array during surgery cannot be recognized by the navigation when displaying tracked instrument positions on the pre-surgery image set. A minor contributing factor is the use of k-wires (1.8 mm) with a diameter smaller than the inner diameter of the navigated drill guide (2.4 mm) used to place the k-wires, in combination with the patient's soft bone as acknowledged by the user. The slightly mismatched diameters can result in a slightly deviated k-wire path, position, and angle from the trajectory displayed for the navigated guide (that the screw would then follow), even despite a prepared pedicle path. Apparently, the resulting deviation of the navigation display was not recognized by the user with the appropriate and necessary accuracy verification during screw preparation and placement at left and right t12. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery on the thoracic-lumbar spine for thoracic fixation and stabilization at vertebrae t12 and l2, due to a tumor at vertebra l1, with intended placement of 4 pedicle screws, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5. During the procedure the surgeons: with the patient in prone position, attached the navigation reference array on the left posterior superior iliac spine (psis) using the 2-pin fixator with schanz pins. Acquired an intra-operative CT scan with automatic image registration matching the display of the navigation to the current patient anatomy, verified and accepted the registration in the navigation. Used the navigated pointer to mark the incisions and the navigated drill guide 2.4mm with trocar insert to get down to the bone, starting with left t12. Attached depth control to the navigated drill guide and prepared the pedicle (pilot hole) by drilling through the drill guide, and inserted an 1.8mm k-wire into the pedicle hole with the drill guide. Used a non-brainlab tap calibrated to navigation to thread the pilot hole, and placed the screws following the k-wire with a non-brainlab screwdriver calibrated to navigation. Placed the left l2 pedicle screw using the same navigated workflow as above. Moved to right t12 to place the pedicle screw with the same workflow, as the bone appeared to be very sclerotic, re-drilled the pilot hole about 3 times. Lastly, the right l2 screw was placed with the same navigated approach. Performed an intra-operative verification CT scan and determined that the right t12 screw deviated by ca. 5mm too medial from the intended position, and the left t12 screw although already expected by the surgeon from the navigation display showing its actual path during the placement following the k-wire, deviated by ca. 5mm too lateral. Decided to correct the t12 pedicle screws using the confirmation scan acquired also with automatic image registration to navigation and using the same navigated workflow. Completed the surgery successfully as intended with all placements correct. According to the surgeons: the deviation of 2 of the 4 pedicle screws placed with the aid of navigation was detected by the surgeons before finalizing the surgery, and the screws were corrected with navigation at the very same surgery. The final outcome of this surgery was successful as intended, with all placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the placements, also not due to surgery/anesthesia prolong of ca. 30min. There was no (direct or increased) risk to harm a critical structure due to the deviating placements. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.